Event description:
Case description: investigation result: novopen, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -imdrf b,c,d,f codes added. Inv updated. Relevant fields updated in EU/ca tab. -narrative updated accordingly. No further information available. Final manufacturer's comment: 06-may-2024: the suspected device novopen has not been returned to novo nordisk for evaluation. Specific name of the device, batch number of the device unavailable in spite of repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of the device. Elderly age of the patient (91 years) is a significant risk factor for the development of reported events. H3 continued: evaluation summary. Novopen, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Case description: batch number was not reported. Since last submission the case has been updated with the following: expected date of follow up report in EU/ca tab of novopen was updated. References included: reference type: e2b authority number reference ID#: (B)(4). Reference notes: medsafe,nz reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2024-00007. Reference notes: medwatch 3500a MFR. Report number.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Confusional state [confusional state]. Vomiting [vomiting]. Nausea [nausea]. Case description: this serious spontaneous regulatory authority case received via medsafe from new zealand was reported by a consumer as "confusional state(confusional state)" with an unspecified onset date, "vomiting(vomiting)" with an unspecified onset date, "nausea(nausea)" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", , a non-novo nordisk suspect product trulicity (dulaglutide) (dose, frequency & route used-unk) from unknown start date for "product used for unknown indication". Events confusional state, nausea and vomiting were not medically confirmed. Patients height, weight and body mass index was not reported. Medical history was not provided. On an unknown date the patient experienced confusional state, nausea and vomiting. Batch numbers: novopen: unknown. Action taken to novopen was not reported. Action taken to trulicity was not reported. The outcome for the event "confusional state(confusional state)" was unknown. The outcome for the event "vomiting(vomiting)" was unknown. The outcome for the event "nausea(nausea)" was unknown. No further information available. References included: reference type: e2b authority number. Reference ID#: (B)(4). Reference notes: (B)(6).